Event description:
Routine vena cavagram normal. Filter was placed in an infrarenal location. Due to the filter legs not fully deploying, the filter tilted after deployment. As a result the cava diameter was not fully covered. Physician attempted to "tickle" the filter with a 5 fr. Catheter and was able to further open the filter legs, but not completely. Still the ivc was not fully covered. The second filter was placed due to the lack of the vena cava coverage. Similar results were experienced with the deployment of the filter. Second filter tilted also, but in an opposing direction of the first. Physician felt that the ivc was now covered and did not choose to attempt any further intervention.